Event description:
New information received noted that the pacemaker was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited a sharp increase in battery current drain and a decline in battery voltage. A cybersecurity update was performed to resolve the battery current drain. There were no patient consequences.